Manufacturer narrative:
(B)(4). There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environment like the peritoneum. The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
Based on the 28 pages of medical records information it appears this (B)(6) male esrd patient on continuous cycling peritoneal dialysis (ccpd) therapy being carried out daily through the liberty cycler. On (B)(6) 2015, the patient experienced abdominal pain, presented to a hospital's emergency department with diffuse, sharp, cramp pain, productive cough with green sputum, febrile, nausea and vomiting, and loose bowel movements times two. Physical examination from (B)(6) 2015 revealed the following vital signs: temperature 102.5 degrees fahrenheit, blood pressure 147/69, pulse 96, and respirations 14. On (B)(6) 2015, the patient was admitted to the hospital, diagnosed with bacterial peritonitis, left lower lobe atelectasis, and empirically antibiotic therapy was initiated: drug name, dose, route, and frequency unknown. On (B)(6) 2015, the patient was discharged from the hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
During a follow-up call, a clinic manager reported that a patient with end stage renal disease on peritoneal dialysis therapy was diagnosed with peritonitis.